Event description:
It was reported that stent dislodgement occurred. A 4.00x16mm promus premier¿ stent delivery system (sds) was selected. During unpacking, the stent came off the balloon. The doctor didn't realize it until he loaded the balloon on the wire. The device was removed. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).